Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that infusion stopped early. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2.2. Total reservoir volume: 100. Given: 61.4. Air detector and upstream sensor were on. Length of infusion: 46. A cstd was used to fill cassette. The pump was used to prime the extension tubing. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No sample was returned and no photos were provided. The reported complaint could not be verified. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.